Manufacturer narrative:
Final analysis found the pulse generator as received exhibited no output due to the pulse amplitude having been set to 0 v in vvi mode. The device exhibited normal characteristics when programmed to nominal settings.

Event description:
The pocket was opened to reposition a dislodged lead. When the lead was reconnected to the pulse generator, there was no pacing or sensing. A new lead was implanted with the same results. Pacing with a magnet was then attempted, but the pacemaker had no output. The pulse generator was explanted and replaced.